Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed volume testing and did not distribute the programmed rate. There was no patient involvement, no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of failed volume test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no event history related to the current complaint. Visual/functional testing was performed. Complaint was confirmed by failed downstream occlusion (dso) test. Replaced dso sensor and device passed test. Upon further inspection the upstream occlusion (uso) seal was buckling. Replaced uso seal. The crankshaft large bearing was damaged. Replaced crankshaft assembly. Device passed all test criteria.